Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) met with the medical engineer at the facility. The reported issue was confirmed to be caused by a defective power strip. The ac plug of this iabp unit was connected with the power strip to the ac power source on the wall. On (B)(6) 2019, in the morning, an alarm has been generated repeatedly. While the power cable was checked in order to confirm the connection between the iabp unit and the ac power source, this iabp was switched to battery power source the same day. Subsequently, the iabp shut down. When the power strip was replaced to another one, the issue was resolved. The iabp was powered on ac power source again on the same day and iabp therapy was continued without any further issues. This shutdown issue was confirmed to be caused by the hospital¿s power strip.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) shut down. There was no harm or injury to patient and no adverse event was reported.